Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service has been requested by the hospital. According to filed service engineer (fse), the customer has no allegation that the ventilator (moisture trap) in any way caused the patient death. The ventilator functioned exactly as expected. The customer put the ventilator back in service without any issues. The ventilator logs were downloaded for evaluation. The received logs confirm the reported patient circuit disconnection dated 2023-08-02 at approx. 17. 34 pm. At that time. Successful pre-use check was performed prior and after the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The used patient circuit system from a brand of fisher&paykel was thrown away by the hospital staff. The expiratory cassette was requested for further investigation but was not returned. The conclusion based on the investigation of the ventilator and review of the ventilator log files is that there is no indication of a ventilator malfunction. Appropriate alarm for disconnect situation were generated but how it occurred has not been able to be determined.

Event description:
It was reported that during treatment, the patient circuit disconnected from the moisture trap of the expiratory cassette. The patient died. There are no allegations by the user that the described event and/or a ventilator malfunction in some way caused or contributed to the death of the patient. Manufacturer's ref.#: (B)(4).